Manufacturer narrative:
(B)(4). B3; d6b: exact event/explant date is unknown however is reported to have occurred between (B)(6) 2024. D10: medical product: unknown articular surface; unknown femoral component. G2: foreign - event occurred in germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Approximately three (3) years and four (4) months post-implantation, an unknown component of the prosthesis fractured and the patient underwent revision surgery to replace the affected component. Due diligence is in progress for this event; to date all available information has been provided.